Event description:
The customer reported that the paramedics were called due to her low blood glucose of 37 mg/dl. The customer was experiencing unexplained low glucose for a week. Troubleshooting was performed. The customer stated that she was running the square wave, and last she remembers looking for apple juice. The customer's recent glucose reading was 206 mg/dl. The programming, time, and date were correct. The customer stated that the reservoir is showing more insulin than the status screen. During the call, found that the customer had ran several square wave boluses the day of the event. Two square boluses for over 6.0 units within twenty minutes of each other. The customer sated that she is aware that the insulin pump is functioning properly and the square boluses may have contributed to the event. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.